Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gynecologic procedure, the device would cut but stapled partially. During the procedure, the stapler normally cut and performed on the colon side but not on the rectal side. No stapling of the rectal side; there was no clip issued on the rectal side. The incident occurred with the initial reload on the first firing. No unexpected noises heard. No unexpected resistance felt by a surgeon. The surgeon performed the procedure by a manual suture. There were no adverse consequences for the patient.